Event description:
The manufacturer received information alleging that a ventilators button is unresponsive at times and sticks at other times. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilators button is unresponsive at times and sticks at other times. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not confirmed. The evaluation as mentioned in the service manual passed. The evaluation of the batteries and valves are in good condition. Cabinet and other parts are in good condition.